Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to have lcd screen bleeding and black screen during power up. The device's lcd screen was replaced to address the issue.